Manufacturer narrative:
(B)(4). Batch #t5a89c. Investigation summary: the analysis results showed that one gst60t reload was returned damaged and partially fired 1/16 with 26 double drivers and 18 single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be dislodged from the distal end. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It possible that handling by the customer could damage on the pan. Dislodging as a result of the removal of the reload from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right middle lobectomy, the device would not fire when severing lobed tissue. Changed to another cartridge, but still could not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.